Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b2; b5; d2a; d2b; d4; e1; g1; g3; h1; h6 the following sections were updated: a3; b4; b5; d5; g3; g6; h1; h2; h6; h11 the reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Insufficient information provided. Unable to perform a compatibility check. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The device history record was not reviewed due to lack of part and lot identification. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a3, b4, b5, d5, g3, g6, h1, h2, h6, h11. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a poly washout for infection approximately nine days post implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D2, d4, g4: diligence is in process to provide product identification information, however, no further information has been provided at this time. D10: unk tibial lot# unk. Unk femoral lot# unk. G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.